Event description:
Rptr was changing out q site after a lab draw. Rptr put the q site on the line to flush the line and when they pushed on syringe the q site broke in half, and sprayed pt with heparin.